Event description:
It was reported that the patient experienced a shock sensation. Three iceforce needles were in use for a renal cell carcinoma cryoablation procedure. Upon starting the ithaw function, the patient felt a shock. Ithaw was stopped immediately, and the shock was no longer felt. The patient was not harmed, and the procedure was completed without any further issue by using passive thaw only.